Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The outcome was ongoing. Interventions included reprogramming. The device was interrogated and it was noted that the patient may need a replacement. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the electrode contact location. The etiology was noted as related to the implantable neurostimulator (ins). The patient reported falling from a ladder and landing on his right shoulder and hip. It was reported that the stimulator had not worked properly since the fall. Relevant medical history included: failed back surgery syndrome, spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as related to the leads which are connected to the implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was low back pain. The patient fell and had a loss of efficacy and coverage with stimulation with increased pain. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. Diagnostic methods included interrogation which showed the lead issue. An examination resulted in changing the lead. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.